Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed an unspecified system error during patient infusion with blood product. The pump "sounded like it was infusing at a fast rate, but no drops were dropping". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6 (update codes), h11. B5: upon further information, system error (se) 20602 (monitor motor stall) was displayed. The pump was programmed to infuse 1000ml of a blood product at the rate of 100ml/hr. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.